Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the patient had episode of unsustained ventricular tachycardias (vt) and atrial fibrillation (af). The patient was shocked out by implantable cardioverter defibrillators (ICD). Additionally, impella stopped alarm occurred. Attempts to restart were unsuccessful. Pump was removed due to unexpected impella failure. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation of vf/vt/af/at and pump stop has been completed. The pump was returned for investigation. The data log was missing for the last two hours of the pump run. A catheter kink was noted at the kink protector. The pump catheter was found stretched near the red handle, and the motor current line was found open inside the red handle. No other physical abnormalities were observed on the returned product. Additionally, the pump stopped and could not be restarted after patient movement from chair to bed. The cause of the pump stop issue was an open electrical line inside red handle. As the necessary information was not provided, the root cause of the vt/vf was not determined. D9 date device returned to manufacturer added.